Event description:
It was reported that while performing a 2-level tlif, the inserters fractured at the distal tips and the cages had to be explanted. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Per the instructions for use, "prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use." Additionally, the surgical technique states that a torque stabilizer and torque limiting wrench is to be used to prevent excessive torque of the construct and instruments.

Manufacturer narrative:
This is 4 of 4 mdrs relating to the same reported event. Please also see MDR number: 2242816-2011-00115, 2242816-2011-00116, 2242816-2011-00117.